Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. Additional clarification was requested to quantify the "lots of others", specifically related to pts. Per the info received, the nurse had to change the endotracheal tubes many times to check for fabrication errors which puts the pt safety and status in danger. The device is still stated to be used in the hospital, however, not in the intensive care unit. An investigation was performed that included a review of the assembly record with no defects observed during the vacuum test. The risk assessment file does cover few potential causes and its controlled. A review of the complaint trend from 2009-ytd on (B)(4) 2014 was reviewed for leak issues with no negative trend observed. No root cause was determined based on the investigation performed. Several attempts for additional info has been requested, however, no additional info has been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on 10/01/2014. There are (B)(4) cases associated with this product; therefore, (B)(4) separate FDA form 3500a's have been generated to address the other cases.

Event description:
It was reported the endotracheal tube cuff is getting deflated after 6 to 8 hours of intubation.